Manufacturer narrative:
Upon evaluation of the unit by a stryker service technician, it was identified a bolt that attaches the brake rod to the pedal was overtightened which caused the brake system not to work and to lock up. The reported condition could not have been a result of the assembly process at the manufacturer and is a result of maintenance at the user facility.

Event description:
It was reported, the brakes were not operating to specifications.